Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported adverse impact to the customer. Technical support arranged a replacement pump, confirmed shipping details, advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device, and instructed customer to return malfunctioning pump using prepaid label within required timeframe.